Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the device would suspend at 50 mg/dl, but their blood glucose level was 48 mg/dl. The customer declined to troubleshoot for the lows. The customer states they would be speaking with their healthcare provider.